Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the medium-large clip applier instrument had a part broken off and the clip could no longer be set. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.